Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 529 mg/dl. The customer changed the cartridge, infusion tubing and site. The customer completed the bolus delivery. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed.